Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, as the valve was deployed, an unspecified issue occurred with the delivery catheter system (dcs). Per the physician, the dcs was "not working as usual". The valve and dcs were withdrawn from the patient and a new dcs was used for the valve implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. A1 a2 a4 b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a misload was reported so it was decided to reload the valve. During the reload, the loader felt the delivery catheter system (dcs) was a little stiffer than usual so it was decided to change the dcs for a new one.